Manufacturer narrative:
It was determined that z-1774-2018 no longer applies to this event. H7 and h9 have been removed. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for these events could not be conclusively established through this evaluation. In addition, the evaluation of (B)(6) did not confirm the report of an outflow graft occlusion. Evaluation of the submitted controller event log file captured transient low flow hazard alarms from 01:59:56 pm through 02:28:30 pm on (B)(6) 2019, associated with the calculated flow intermittently decreasing to values as low as 2.4 lpm, below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 5.5 minutes in duration. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the data. It was reported that the patient was transplanted on (B)(6) 2019. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief hardware was returned unattached from the device. The apical cuff was returned and secured with the fully engaged cuff lock. A significant amount of native heart tissue was attached to the apical cuff. The sealed outflow graft was returned attached to the pump cover outlet port with approximately 3¿ of graft material. The sealed outflow graft bend relief hardware was returned unattached from the graft attachment. The remainder of the outflow graft bend relief was not returned. The interior textured surface of the graft attachment revealed no depositions or thrombus formations. The o-ring in the graft attachment was properly seated. The graft appeared free of damage. A crease was observed in the outflow graft; however, based on the returned status of the graft, it could not be determined if the crease was present during support. The lumen of the graft revealed no depositions or thrombus formations upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to the low flow alarms observed in the log files. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. The heartmate 3 lvas IFU section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for these events could not be conclusively established through this evaluation. In addition, the evaluation of (B)(4) did not confirm the report of an outflow graft occlusion. Evaluation of the submitted controller event log file captured transient low flow hazard alarms from 01:59:56 pm through 02:28:30 pm on 22feb2019, associated with the calculated flow intermittently decreasing to values as low as 2.4 lpm, below the low flow threshold of 2.5 lpm. These alarms lasted up to approximately 5.5 minutes in duration. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the data. Also, the current sense value appeared to range between 420 and 440 ma for the duration of the file, and associated dclink faults were noted throughout the data. Despite the observed current sense values, the pump appeared to have functioned as intended throughout the duration of the data. (B)(4) was returned assembled with the pump cable severed approximately 9.5 inches from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief hardware was returned unattached from the device. The apical cuff was returned and secured with the fully engaged cuff lock. A significant amount of native heart tissue was attached to the apical cuff. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to the low flow alarms observed in the log files. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 4 years and 4 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with dizziness and flows in low 3¿s. CT with contrast completed. And impression: 1 revealed narrowing of the proximal portion of the lvad outflow cannula by serpiginous hypoattenuating material, favored to represent thrombus. Outflow cannula does not appear to be completely occluded and remainder of the left ventricular assist device is normal in appearance. A right heart cath completed on (B)(6) 2019 showed increased right heart pressures. During the analysis of the log low flows were observed and reported that the pump is seeing a reduction in blood volume. On (B)(6) 2019, the patent underwent a heart transplant due to suspected outflow graft twist or occlusion. No further information was provided.